Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle, uncut washer - blemished. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a sigmoid colectomy procedure, the device was fired, although surgeon and pa (who fired it), admitted that they did not hear the audible crunch. Post-firing, while trying to remove the device after opening .75 turns, the device would not release from the rectum. They opened the device additional turns, and the anastomosis separated. There were unformed staples, resembling the letter u in the tissue and surgical field. There were two anastomotic rings (donuts), but they were still attached to the anastomosis circumferentially by about 25%. Case completed with a hand-sewn anastomosis that was done successfully. There were no patient consequences reported.